Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the suretrak2 fighter active cable was broken. No patient was involved with this issue.

Manufacturer narrative:
The fighter suretrak was returned to the manufacturer for analysis. Analysis found that when connected to a known good system the returned fighter had no leds firing. A check of the tiu did not show a lighted status indicating a likely open in the fighter cable. . Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previous mdrs were filed on the system instead of on the instrument. Serial number, lot number, PMA/510k, and manufacturing date have been updated to reflect the correct information. If information is provided in the future, a supplemental report will be issued.